Event description:
Patient reported to his dentist that the hardware of the upper tray of her oral appliance had broken free from the tray. There was no harm to the patient. The device was repaired and returned to the patient.